Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read ¿apply sample¿ whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on ¿(B)(6) 2015, 5 am¿. The patient manages his diabetes with insulin (self-adjuster) and denied taking any action to his usual diabetes management routine as a result of the alleged issue. The patient stated that ¿1-2 hours¿ after the alleged issue began he developed the symptoms of ¿dry mouth, frequent urination, malaise and hands were shaking¿ as a result of not knowing how much insulin to administer. The patient denied receiving medical intervention. At the time of troubleshooting, the cca noted that this was not the first time the product was being used and the correct testing steps were carried out. Cca also determined that the test strips completely drew in the blood sample. The issue was unresolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to obtain readings on the subject meter, which meant he could not accurately medicate and reportedly experienced symptoms suggestive for an acute complication of diabetes. In addition the issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.